Event description:
It was reported the flex deflectable videoscope had a screen blackout. The issue occurred during preparation for use in an unspecified therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, it is presumed that the image sensor unit may have been broken, leading to the subject event. The probable cause of breakage is irregular stress to the bending section, leading to the event since multiple damaged sites were observed on the bending section. However, the cause of it was unable to be specified. The subject event can be detected by implementing in accordance with the below instructions for use (IFU). Instructions for ltf-s190-5 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.